Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst commented that the rv pace impedance was steady at 1000 ohms through (B)(6) 2014 and rose out of range (>2000 ohms) starting (B)(6) 2014; resulting in the rv bipolar lead impedance warning on (B)(6) 2014. Analysis of the device memory indicated the criteria for the rv lead integrity alert were met. The analyst commented that the lead failure predictor triggered on (B)(6) 2014 for v-sics and nsts.

Event description:
It was reported that the right ventricular (rv) lead showed high impedance and there was a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, (B)(6) 2002. (B)(4).

Manufacturer narrative:
Uf/importer report number: (B)(4). (B)(6). Date user facility or importer became aware of event: more than 10 days ago. Type of report: initial. Date of this report: (B)(6) 2015. (B)(4). Location where event occurred: hospital.

Event description:
T was further reported that the patient received multiple inappropriate shocks due to the right ventricular (rv) lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicates that the lead has been removed.